Manufacturer narrative:
No patient demographics provided. (B)(6). A bec field service engineer (fse) was dispatched to the customer's site to investigate the issue. The fse replaced the two buffer valves on the beckman coulter au5800 clinical chemistry analyzer. Replacement of the parts resolved the issue.

Event description:
A customer reported to beckman coulter (bec) the generation of eight high sodium results on a beckman coulter au5800 clinical chemistry analyzer. The erroneous patient results were not released outside the laboratory. There was no report of change to patient treatment. The customer stated the calibration and quality control (qc) recovery for all electrolytes was within specification prior to running the patient samples. The customer experienced calibration failures and high qc recovery after testing the patient samples.